Manufacturer narrative:
Complaint sample was returned for evaluation along with accompanying lenses from same lot and the results of the testing performed were all within specification. Additionally, a review of the lot device history records show that all requirements were met and concludes that the product was manufactured, packaged, and released according to global and plant specifications. Treating doctor does not relate event to product. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experiencing an allergic reaction in right eye after having used product for one week. Doctor¿s office reported patient was diagnosed with right eye conjunctivitis. Patient discontinued lens wear at that time. Approximately one week later, patient returned for follow-up visit and was prescribed fml eye drops twice daily for three days in right eye. At the time of the follow-up visit, patient reported eye to be improving. Doctor stated that during the course of the patient¿s visits, patient was insistent that event was caused by the contact lens, however, treating doctor disagrees. Doctor does not believe the cause of the event is related to the lens. Patient was refit into brand of lens worn prior to event. Patient has resumed lens wear and is recovered.